Event description:
On (B)(6) 2012, international distributor sent back to dexcom a sensor wire. On (B)(6) 2012, dexcom investigated the returned sensor and found it to be broken. Dexcom followed-up with international distributor and was informed that upon sensor removal, due to sensor failure, patient observed a black dot on the insertion site. Patient was taken to the hospital where the sensor wire fragment was surgically removed from the patient's skin. At the time of their call with dexcom technical support, international distributor reports that patient was doing fine and had no infection on the insertion site.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.